Event description:
The manufacturer received information alleging a ventilator's ac port was broken. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed to power on as designed. The device's ac connector needs to be replaced to address the issue. Additionally, during the evaluation the rear enclosure was found to be physically damaged and needs to be replaced. This issue would not affect the device's ability to deliver therapy as designed. No components were replaced. The device was scrapped.